Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. During the investigation there was no indication that the complaint occurred as reported. No indication of the pump unexpectedly shutting down could be found during device evaluation or through review of the pump log. This report is being filed for the reported delay in therapy.

Event description:
The initial reporter stated that the pump is turning off during the night. They stated that they set up the patients feeding at night and then do not check on her until the morning, and that in the morning they are finding the pump is turned off. They stated that this resulted in a three hour and a six hour delay. Mmdg followed up with the initial reporter who stated that no adverse effect to the patient was reported. No other information was provided. (B)(4).